Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin@home. Upon review of the transmission, it was observed the implantable cardioverter defibrillator was post-paced t-wave oversensing. It was unknown if there were any programming changes completed. There were no patient consequences and will continue to be monitored.